Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
The customer reported that on the morning of (B)(6). 2023, the nurse found a tear at the front end of the tearable sheath during the catheterization of the patient, and the nurse found it in time, otherwise if the tear broke off into the patient's body, the consequences would be unimaginable. It was reported this occurred with four devices. This report addresses the third device.